Event description:
Consumer called to report bgm not reading accurately. Readings are erratic, analysis run on consesus error grid (ceg) using mean reading (101) as reference point vs bd readings (33,66,206) yielded data points in the c range of the grid, outside of acceptable limits.